Manufacturer narrative:
Correction:concomitant device 510k's: k951987. Please see a summary of our investigation attached.

Event description:
It was reported a revision surgery was performed to exchange the loose poly.

Event description:
It was reported that the tibial insert was found to be loosened in x-ray images 40 days post-op.